Event description:
It was reported to boston scientific corporation that one week after an anterior pelvic floor repair procedure using a pinnacle pfr kit, the pt experienced urinary retention and buttock and back pain. The physician catheterized the pt for a week and she was then out of retention. The pt subsequently saw another physician because of continued pain and exposed pinnacle mesh. This physician operated on the pt in 2008, to release the left sacrospinous ligament mesh leg, and cut out the exposed mesh. He opined that the mesh had been placed to tightly. The pt is reportedly doing much better following the corrective procedure.

Manufacturer narrative:
The lot number of the device is unk; consequently, the MFR and expiration dates cannot be determined. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis cannot be performed, and we are not able to determine the relationship between this device and the cause of this event.